Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error on the error log and was able to reproduce the issue. A visual inspection revealed no issues with the bf probes and no kinked tubing. Bf probe 4 was removed and verified that no fluid dispensed during the wash prime. An inspection of the solenoid valve revealed loose bf probe 4 tubing. Tightening the tubing resolved the issue. Following the repair, multiple wash primes were performed with no system errors. The dispense and aspiration cycles functioned normally. Quality control (qc) results passed within the published ranges. The aia-2000 analyzer conformed to the manufacturer's specifications and returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 23aug2018 to aware date 23sep2019. No other similar complaints were identified during the search period. The aia-2000 operator's manual states the following: [2242] bf probe 4 purge failure cause: the overflow sensor failed to detect liquid even after the washer was purged. Solution: air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. The probable cause of the reported issue is attributed to loose bf probe 4 tubing at the solenoid valve. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported receiving error message 2242 bf probe 4 purge failure while operating on the aia-2000 analyzer. The customer performed all set home function and primed the diluent with no system errors. But priming the wash resulted in the error. The customer replaced the wash and primed again, but the error remained. The customer then replaced the wash probe tips and primed, and the error persisted. It was noted no liquid was at the wash probes. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) and luteinizing hormone ii (lh ii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.